Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver data was downloaded for evaluation and firmware errors were observed. A global receiver test was performed and the set time test failed. The reported event of system check alert appearing while in session was confirmed. The root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a system check passed message and the historical data was missing. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.